Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Batch # k5ct8u. Report being resubmitted as follow-up due to duplicate error. Report originally showed being received and stuck in 2 of 3.

Event description:
It was reported that during an unknown procedure, the staple line was not complete at the first firing with blue reload. Used electrocoagulation and hand sewing to fix. There were no adverse consequences for the patient reported. One device and one reload will be returned. (B)(4)

Manufacturer narrative:
(B)(4). Batch # k5ct8u.

Event description:
It was reported that during an unknown procedure, the staple line was not complete at the first firing with blue reload. Used electrocoagulation and hand sewing to fix. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) batch # k5ct8u. The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge reload present. The cartridge reload was received fully fired and with cartridge deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.